Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a speck of dirt noticed inside the device's package. This was notices prior to being open or used, with the seal still intact. There was no patient involvement.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection : the 5.0mm angled tomcat cutter, formula (5bx) quantity 1 was received with speck of dirt inside the sealed packaging. The probable root cause/s for foreign material left in the package is manufacturing controls. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a speck of dirt noticed inside the device's package. This was notices prior to being open or used, with the seal still intact. There was no patient involvement.